Event description:
Arjohuntleigh has become aware about the incident involving the maxi twin hoist and the clip sling. It was indicated that during a transfer from the bed to the chair the patient fell out of the hoist/sling on the floor. As a consequence of the event the patient received lacerations to the right side of the head. After the incident the patient was taken to the hospital. Reference MFR # 3007420694-2014-00044.